Manufacturer narrative:
The covidien customer support engineer (cse) has not evaluated the 840 ventilator yet. Upon completion of the investigation and repair, a supplemental report will be submitted with the results. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator stopped cycling. There was no report of pt involvement.